Event description:
It was reported that tip of cannula was damaged. Base of the cannula was damaged. Both on the used sample. Procedure was a biopsy on rigid tissue. A path was made with a competitor's drill, osty cut was inserted, removed the stylet, attached the handle and applied torque, then resistance was encountered. More torque was applied which made the cannula detach from the base. Removed the cannula and the tip cannula was damaged and remained in body. Fractured cannula was removed by open incision. Note: hammer was not used.

Manufacturer narrative:
This is being reported because the same or similar device is marketed in the united states as an ostycut disposable bone biopsy needle. The cannula was returned with the tip broken off at the first thread. The broken off segment was missing. The cannula was detached from the hub. The hub was included. The stylet and obturator were also included. The complaint is confirmed. Based on the eval performed and the info available, the root cause for the cannula fracture could not be determined. As no specific lot number was available, no DHR review could be performed.